Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection and subsequent fixture loss. There are plants to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.